Event description:
A customer reported to beckman coulter inc. (Bci) that datalink2000 data manager (dl2000) incorrectly reported a suppressed c-reactive protein (crp) result to the lab information system (lis). A pt sample was tested for crp and a result of "<0.5mg/dl" was uploaded to the lis. The instrument printout showed the crp result as "result suppressed, blank rate high". Upon review of a rule at the dl2000, the actual crp result was amended to 2.4mg/dl. Treatment was not initiated or withheld as a result of this event.

Manufacturer narrative:
Investigation summary: two (2) flags, "dl" (dynamic low), and sh (blank rate high) were uploaded with the suppressed crp result. Upon setup review, it was noted that a rule had been configured on the dl2000 that stated if the result "contains dl", modify the result to "<0.5"mg/dl. The source of the rule is unk. Customer has been educated by bci in the use of "contains" in rules and the rule has been corrected. An incorrectly configured rule at the dl2000 has been contributed to this event.